Event description:
It was reported that during guidewire advancement, the guidewire tip broke off within the microcatheter. The physician removed the guidewire fragment along with microcatheter without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was returned within a microcatheter. Device analysis revealed that the guidewire separated at 70.7cm from its proximal end. The guidewire distal section was contained within the microcatheter and blood was observed up to its hub. The guidewire was found to be bent on several places along its length and the polytetrafluoroethylene (ptfe) coating was observed to be peeled off at 34cm from its proximal tip end. The ptfe coating appeared to have been scrapped off of the guidewire with the torque device collet. The bending on the guidewire appeared to be due to excessive manipulation during use and blood observed in the microcatheter is indicative of lack of continuous flush during use. The guidewire was conforming to its required dimensional specifications. Due to damages found on the guidewire a functional test could not be performed. The cause for the observed scraped/peeled ptfe is believed to be related to the dfu instruction not being followed since the device directions for use (dfu) precautions that excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire. The guidewire fracture sites were carefully examined and found to be related to manipulation of the wire, as the fracture zones appeared to be related to overload. As per additional information received, resistance was noted during advancement, intermittent flush was being used and the patient¿s anatomy was tortuous. It is possible that over manipulation of the device against resistance in tortuous anatomy along with insufficient flush contributed to the reported fracture. Therefore, a root cause of use/user error has been assigned to this investigation.

Event description:
It was reported that during guidewire advancement, the guidewire tip broke off within the microcatheter. The physician removed the guidewire fragment along with microcatheter without clinical consequences to the patient.